Manufacturer narrative:
The report received from the affiliate indicated that during an endovascular procedure a physician encountered deflation difficulty with a 3.0mm x 10cm savvy balloon and balloon burst with a 2.0mm x 10cm savvy balloon. The patient's history is significant for a previous stroke and severe right lower limb thrombosis. There are no other lesion characteristics available. The right external iliac target lesion was pre-dilated with a pta savvy 3.00x10cm 150 cm balloon catheter. After pre-dilation, a smart control 6 x 8 stent was deployed. The physician then used the savvy 3 x 10 bc to pre-dilate the superficial femoral artery (sfa). The balloon was inflated, but could not be deflated. The physician withdrew the device back into the catheter sheath introducer and removed it from the patient. After it was removed from the patient, the physician was still not able to deflate the balloon outside of the patient. The physician then used a savvy 2 x 10 bc to pre-dilate the sfa target lesion and the balloon burst at 8 atm. The external iliac target lesion had a six (6) cm. Length occlusion. The procedure was completed successfully. No additional target lesion information was available for either lesion. The savvy 3 x 10 bc was not re-flushed/wiped down or re-prepped after removal from the patient prior to the reported deflation difficulty. No problems were noted prior to re-using the bc/complaint product #1. The physician was able to withdraw the device into the sheath for removal with no reported loss of vascular access. There were no problems reported removing either product from the hoop or removing the protective balloon cover. No kinks/bends or other damage was noted prior to insertion of either device. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. The contrast media was ultravist from bayer. The ratio of contrast to saline was one to one (1:1). A syringe was used for inflation. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheters were not ever in an acute bend. There was no report of patient injury and the devices were returned for analysis. Fal for pi1-gfo03q: one non sterile catheter pta savvy 3.00x10cm 150 cm was received coiled inside a plastic bag. The balloon was previously inflated and deflated. The balloon was found out of its position (shifted distally). The unit was found elongated below the hub. No obstructions were noted in the lumen. A deflation test could not be performed due to the balloon condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of deflation difficulty could not be confirmed through analysis due to the condition of the received device and no obstruction detected in the inflation lumen. Elongation of the shaft could have contributed to the deflation difficulty but it is not possible to conclusively determine if that was the cause for the event or when the shaft elongation occurred. With the limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer. There is nothing in the analysis, the device history report review or the event description to suggest that there is a design or manufacturing related issue and controls are in place to prevent damaged products from being distributed. No corrective action is required at this time. This is one of two products used during the same procedure. The balloon burst will be reported via asr reporting.

Manufacturer narrative:
No additional target lesion information was available for either lesion. The patient was not symptomatic as a result of the reported deflation difficulty. The savvy 3 x 10 bc (complaint product #1) was not re-flushed/wiped down or re-prepped after removal from the patient prior to the reported deflation difficulty. No problems were noted prior to re-using the bc/complaint product #1. The physician was able to withdraw the device into the sheath for removal with no reported loss of vascular access. There were no problems reported removing either product from the hoop or removing the protective balloon cover. No kinks/bends or other damage was noted prior to insertion of either device. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. The contrast media was ultravist from bayer. The ratio of contrast to saline was one to one (1:1). A syringe was used for inflation. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheters were not ever in an acute bend. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. The balloon burst will be reported via asr reporting.

Event description:
The report received from the affiliate indicated that during an endovascular procedure, physician pre-dilated the right external iliac target lesion with a pta savvy 3.00x10cm 150 cm balloon catheter (bc/complaint product #1). After pre-dilation, a smart control 6 x 8 stent was deployed. The physician then used the savvy 3 x 10 bc to pre-dilate the superficial femoral artery (sfa). The balloon was inflated, but could not be deflated. The physician withdrew the device back to the catheter sheath introducer (csi) and removed it from the patient. After it was removed from the patient, the physician was still not able to deflate the bc outside of the patient. The physician then used a savvy 2 x 10 bc (complaint product #2) to pre-dilate the sfa target lesion and the balloon burst at 8 atm. The external iliac target lesion had a six (6) cm. Length occlusion. The procedure was completed successfully. There was no reported patient injury.